Event description:
Reporter indicated a vns therapy patient experiences sleep apnea. The patient's treating physician stated the vns contributed to the sleep apnea. Diagnostics were within normal limits. The patient underwent tonsillectomy in addition to settings adjustments.